Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The caller states the cord has separated from the mercury free ball switch capsule.